Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving baclofen (unknown) 2000 mcg/ml. The indication use was for intractable spasticity. The company representative (rep) reported that they were expecting 3.2ml back and got 18ml. It was stated that this was the second refill since the pump had been implanted in (B)(6) of this year, but it was the first volume discrepancy. After two days of the refill, which was (B)(6) 2023, the patient was in the emergency room (ER) with increased pulse, increased spasticity, and diarrhea. The rep stated that imaging was done in ER and no catheter disconnect was confirmed. The patient symptoms did improve so they were sent home. However, after they went home, her symptoms got worse but not bad enough where she needed to be hospitalized. The events were not logged. The roller study on (B)(6) 2023 confirmed that the pump was moving as expected. Technical services discussed a catheter study.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.